Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 13-feb-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received one sample for investigation. A visual evaluation of the returned sample revealed an additive abnormality, with white particles of additive on the inside wall of the tube that is greater than 2mm². This additive deposit visually stands out as it does not appear like the typical dot pattern. Additionally, 100 retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for an additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube contained foreign matter (fm) that looked like paper. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube contained foreign matter(fm) that looked like paper. There was no health impact or consequences reported.